Manufacturer narrative:
The investigation is still on going. The results will be provided with a follow-up report.

Event description:
It was reported that shortly after installation, the ergostar split at the boundary between the flexible and rigid parts of the corrugated tube. The system was replaced. No injury reported.

Manufacturer narrative:
The ergostar cm 40 in question was available for investigation. The described error pattern was confirmed during the visual inspection. The ergostar is torn between the first 4 turns of the spiral at the transition to the device-side connector. It was determined that during the manufacture of the raw hoses, the setting of the guide roller resulted in a thin hose wall, which promoted the formation of tears. The supplier has already corrected the guide roller setting and provided additional training to staff so that they can recognize and avoid this fault in future. The affected material was produced before the measures were implemented. During production, the circuits are 100% checked for leaks before packaging and shipping. If the crack in the tube material causes a significant leak, this is detected during the self-test or during operation and an alarm is triggered. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted. The field failure rate is subject to permanent monitoring by the responsible product quality board and is rated as acceptable.

Event description:
It was reported that shortly after installation, the ergostar split at the boundary between the flexible and rigid parts of the corrugated tube. The system was replaced. No injury reported.